Manufacturer narrative:
Analysis of ins, serial (B)(4) that the device battery was at a reduced capacity due to over discharge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient¿s implantable neurostimulator (ins) was in a confirmed overdischarge state. The manufacturer representative stated that the patient hated to charge and didn¿t like the stimulation sensation. It was noted that patient compliance may have led or contributed to the issue. The manufacturer representative stated that they tried to interrogate the ins and offer a physician mode reset (pmr) but the patient declined. The issue was resolved at the time of the report. No further complications were reported or anticipated. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is failed back surgery syndrome. Additional information was received from the manufacturer representative on (B)(6) 2017. It was reported that the patient did not want a physician mode reset (pmr) performed or a replacement device, despite a non-rechargeable ins that was offered. It was further reported on (B)(6) 2017 that the patient underwent a successful replacement of their ins on (B)(6) 2017. The manufacturer representative stated that the patient was doing well following the surgery. It was noted that the previous ins was returned to the manufacturer for analysis. No further complications were reported or anticipated.